Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v470187, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that 2 years prior to this report, patient had a fall "and after many weeks of diagnosis, the patient family health care provider thought that her stimulator was dislodged, so they went back in and fixed it because it was dislodged and patient got instant relief".. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.